Event description:
It was reported that within one day of implant, thresholds had doubled and a microdislodgement was suspected. The rv (right ventricular) lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).